Event description:
It was reported that the device failed the accuracy test. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI.one device was returned for analysis. Visual inspection showed a worn downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor was trimmed. A history review identified there was no indication that the complaint was related to a service of the device within the review period.